Event description:
During follow-up, the patient experienced dizziness. Noise leading to oversensing and the inhibition of pacing was observed on the device and right ventricular (rv) lead. The device was explanted and replaced and the rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.